Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd technical services conducted troubleshooting with the customer on proper usage of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked blood from the tubing and needle after activating the safety device. The following information was provided by the initial reporter: material no: 367344, batch no: 8352504. It was reported blood drops leak from tubing and needle after activating the safety device that retracts the needle. Blood drops leak from tubing and needle after activating the safety device that retracts the needle. Event description per customer's email states, "has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results in the attached form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the device has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, similar to the one attached to this email, you can give that we can standardize and safely use will be appreciated.

Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked blood from the tubing and needle after activating the safety device. The following information was provided by the initial reporter: material no: 367344, batch no: 8352504. It was reported blood drops leak from tubing and needle after activating the safety device that retracts the needle. Blood drops leak from tubing and needle after activating the safety device that retracts the needle. Event description per customer's email states, "has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results in the form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, similar to the one attached to this email, you can give that we can standardize and safely use will be appreciated.